Event description:
A customer reported a malfunction displayed as "malf 16- 0x20e6" on their pump, which was included in a field correction campaign. There was no adverse impact to the customer's blood glucose level reported. Customer was advised to use multiple daily injections as backup therapy until the issue was resolved. Technical support completed an online form on behalf of the customer, provided instructions for entering storage mode, and confirmed the shipping address before sending a replacement pump.